Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00213. Discarded.

Event description:
It was reported that during a l3-l5 posterior lumbar interbody fusion (plif) procedure the surgeon was final tightening the last screw on the ipsilateral side when he complained of the plug spinning freely and not torqueing. He replaced the plug for a new plug in case it had been damaged but the same was happening. He then removed the other 2 plugs and rod and removed the splayed screw and replaced with the same size and diameter screw. The replaced screw torqued off fine and the counter torque was in the correct alignment. This was not a revision surgery, only revised the splayed screw, it was a primary implantation for the patient. The same rod was used but 2 plugs were used and disposed off on the problem screw.